Event description:
A medtronic representative reported that, while in a spine fusion procedure, an open spine clamp screw did not tighten properly. The screw appeared to be stripped. A different spine clamp was used to continue. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
RMA issued. Replacement spine clamp kit shipped to site (B)(4) 2013. Medtronic investigation of returned suspect device finds the jaw does not move and the adjustment screw has rounded threads. The head of the adjustment screw has been rounding and there are tool marks on the head. A physical damage, stripped threads on the screw, caused the event.